Event description:
It was reported the patient experienced pain in her lower back about 3 months ago. The patient thought the pain may be her hip so she went to her orthopedist. The patient's orthopedist took an x-ray of her right side and "did not like what he saw." Her orthopedist thought her implantable neurostimulator (ins) had moved and advised the patient to get it checked. It was noted the patient's pain was not related to her hip or arthritis. It was also noted the patient experienced pain at her implant site when she sat down. The patient also experienced a loss of therapeutic effect. The patient switched to program 1 and felt stimulation from her knee down and from her hip to knee but not in her lower back. The patient switched to program 2 and still did not feel stimulation in her lower back. It was also noted that if the patient left stimulation on at night when she got up in the morning her legs hurt so bad it was difficult for her to walk. The patient's next appointment was scheduled for (B)(6). It was reported 2 weeks later by the patient's healthcare professional there were no problems. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information reported indicated that the patient was seen for reprogramming and an evaluation. The impedances were checked and came back normal. It was noted that the battery site looked fine. After reprogramming the patient's implantable neurostimulator and reeducation on device function, all was well with the patient. If additional information becomes available, a follow-up report will be sent.